Event description:
An aus device was implanted on 8/17/94. The balloon was revised on 9/6/95. The balloon was removed from the pt due to recurring incontinence-fluid loss at balloon on 8/9/96 and replaced.